Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
Pt reported that insulin spilled in the cartridge compartment of the infusion device on (B)(6) 2011 due to mishandling of the cartridge. Pt's blood glucose was 420 mg/dl when she woke up on (B)(6) 2011 at 3:00 am, and she delivered a correction bolus via the infusion device. Blood glucose was 540 mg/dl at 9:00 a.m., and she delivered a correction via syringe. Pt believes the infusion device delivers too little insulin pt did not have an infection but did start new medication. She had a cardiac pacemaker inserted on (B)(6) 2011, and the infusion device was exposed to x-ray during a scan of her right arm. Infusion device was not exposed to water. Infusion device was replaced and requested for eval. Pt did not require treatment from a health care professional or second party to address the issue. No additional info was provided.